Event description:
It was reported that a blockage alarm occurred. Per reporter, this occurred during infusion at the patient's home. No patient harm or adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. A "high pressure" alarm was recorded in the event log multiple times. Functional testing was performed, and the reported issue was confirmed. The root cause of the event was an anomaly in the downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue. The device then passed all testing.